Event description:
It was reported by the pt that, 4-5 months after implant, she was experiencing abdominal pain. The pt went in for exploratory surgery in 2007, and the mesh was explanted due to reported bowel adhesions. The pt is stable after surgery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.